Event description:
It was reported that during a breast biopsy procedure, the surgeon decided to stop the procedure and not use another device, as it was impossible to obtained a biopsy sample. There was no adverse pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.